Event description:
According to the op report, this valve was explanted along with the aortic valve (17ahp-105) due to endocarditis. The pt presented in extremis with evidence of aortic valve dehiscence and "severe" mitral regurgitation. At explant, the mitral valve had two areas of dehiscence that were surrounded by "pseudomembranous-type material" that was sent for culture. A sjm 23m-101, was then implanted and an area of bleeding near the aortic root was repaired. The pt was "slowly" weaned from bypass; however, the bleeding increased and due to the pt's inability to survive another crossclamp, the chest was packed and pt was transferred from the or in critical condition.